Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead integrity alert on the right ventricle. Recorded chronic trending data is only showing data since (B)(6) of 2010. The device remains in use. No patient complications have been reported as a result of this event.